Manufacturer narrative:
Evaluation, conclusions: the 5mm cannula seal accessory has not been returned for evaluation, the root cause of the customer reported complaint cannot be determined. If the accessory is returned (post-evaluation) and/or if additional information is received, a follow up MDR will be submitted.

Event description:
It was reported that approximately one hour into a da vinci si gastric bypass procedure, while inserting the bowel grasper instrument through the cannula accessory, a piece of the 5mm cannula seal dropped into the patient's abdomen. The piece of the cannula seal was immediately retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.